Event description:
Additional information was received that the magnet and device are functioning normally. The patient has previously put on a lot of weight, not attributed to the vns. It was reported that the difficulty lies with the magnet staying in a static position whilst the patient is moving and singing (patient¿s main hobby), and continuous magnet ¿application¿ is a challenge. It was reported that the patient reported losing some weight which in the future should help with magnet control and now appreciates that the device is not the problem. The device programming history was reviewed by the manufacturer. Several system diagnostic tests were performed on the generator with normal results. The 357 magnet activations recorded for the generator with evidence of several magnet swipes on the (B)(6) 2016.

Event description:
It was reported by the vns patient that they are having issues with the vns system. It was reported that the magnet cannot stop the stimulation when taped on the vns generator. It was reported that patient loss much weight and fat tissue between the generator and the skin, and was wondering if this could be the reason why the magnet now works intermittently. It was reported that patient has difficulties breathing during exercises. Patient reported that the problem started about a year ago, and that this was discussed with the nurse. Additional information was received by the nurse patient could switch the device off on many occasions, but not all the time. Nurse reported that she was not made aware that it was a major issue until been contacted by the manufacturer. It was reported by nurse that there were some inconsistencies in the patient's report which will be clarify with patient during the next clinic.